Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat ii generator was used during a colonoscopy procedure on (B)(6), 2012. According to the complainant, during the procedure, when the endostat generator was turned on it gives a pad fault alarm. It was reported that the pump was defective and the power console was loose. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat ii generator was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, when the endostat generator was turned on it gives a pad fault alarm. It was reported that the pump was defective and the power console was loose. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device showed the unit has many minor scratches present on cover and chassis of unit also power switch is visibly broken. Through functional testing the power switch was found to be broken, otherwise all knobs and switches appear to function properly. The power switch is broken but will still turn the unit on. The unit passed the endostat ii return evaluation procedure and is within all test parameters. The condition of the complaint device confirmed customer complaint of "power switch is loose" but could not confirm complaint of "pump is defective" or "error message". The power switch on the unit is broken. The pump is functioning properly and the irrigation is within specifications. The most probable root cause is wear and tear due to long or extended use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.